Event description:
The customer reported the screen of the subject device looked like a "sandstorm". There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service confirmed the displayed image was noisy (sandstorm) due to a defective circuit or shielding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the reported issue was due to failure of the imaging unit, failure of a board inside the scope connector, or a defect on the system side. However, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover was chipped, the bending section cover was scratched, and the device failed insulation testing. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.